Manufacturer narrative:
Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality-safety evaluation of ptc. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) ) on 03-oct-2018. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('periods w ere extremely painful') and embedded device ('the right side appears more embedded than the left') in a 44-year-old female patient who had essure (batch no. 50667567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included henoch shonlein purpura in 1977 and pain (more pain when lifting, wrist, elbow and shoulder normal). Previously administered products included for an unreported indication: combined oral contraceptive pill. On (B)(6) 2013, the patient had essure inserted. On 4-apr-2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("periods w ere much heavier than previously") and fatigue ("fatigued all the time"). On (B)(6) 2018, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("joint pain especially in the hips"), anaemia ("anaemia"), abdominal distension ("bloating"), pruritus ("itching"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), abdominal rigidity ("sharp stabbing abdominal spasms"), vaginal cyst ("twitching/ fluttering cysts at vaginal opening") and pain ("all over body aches"). The patient was treated with surgery (sub-total abdominal hysterectomy, right salpingectomy and partial left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, embedded device, menorrhagia, fatigue, arthralgia, anaemia, abdominal distension, pruritus, pelvic pain, abdominal pain lower, abdominal rigidity, vaginal cyst and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal rigidity, anaemia, arthralgia, dysmenorrhoea, embedded device, fatigue, menorrhagia, pain, pelvic pain, pruritus and vaginal cyst to be related to essure. The reporter commented: (B)(6) 2017: physician have discussed that her heavy menstrual periods could be secondary to stopping the oral contraceptive pill. The pain may not necessarily be due to essure. (B)(6) 2018: removal details: finding: essure in proximal tubes. Normal tube ovaries and uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: essure device seen in situ bilaterally; on (B)(6) 2017: anteverted uterus. Endometrium· appears smooth and. Regular at 10.4mm thickness. No obvious adnexal mass.; on (B)(6) 2018: both esure devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. The right side appears more embedded than the left.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: menorrhagia, abdominal distension, abdominal pain lower, arthralgia, vaginal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: reporters, date of birth, batch number, lab data, historical drug, medical history, event device embedded added. Patient's initials updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: 2018/009/030/401/002) on 03-oct-2018. The most recent information was received on 13-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('the right side appears more embedded than the left') in a 49-year-old female patient who had essure (batch no. 50667567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included henoch shonlein purpura in 1977 and pain (more pain when lifting, wrist, elbow and shoulder normal). Previously administered products included for an unreported indication: combined oral contraceptive pill. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("periods w ere extremely painful"), menorrhagia ("periods w ere much heavier than previously") and fatigue ("fatigued all the time"). On (B)(6) 2018, the patient experienced embedded device (seriousness criterion medically significant), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), abdominal pain lower ("severe cramping / significant abdominal pains"), abdominal distension ("bloating"), abdominal discomfort (""rolling¿ feeling in her stomach"), abdominal pain ("sharp stabbing abdominal spasms"), vaginal haemorrhage ("excessive vaginal bleeding"), pain ("all over body aches"), vaginal cyst ("twitching/ fluttering cysts at vaginal opening"), iron deficiency anaemia ("anaemia") with iron deficiency and arthralgia ("joint pain especially in the hips") and was found to have weight increased ("weight gain"). The patient was treated with surgery (sub-total abdominal hysterectomy, right salpingectomy and partial left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, dysmenorrhoea, pruritus, abdominal pain, vaginal cyst, iron deficiency anaemia, fatigue and arthralgia outcome was unknown and the menorrhagia, abdominal pain lower, abdominal distension, abdominal discomfort, vaginal haemorrhage, pain and weight increased had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, embedded device, fatigue, iron deficiency anaemia, menorrhagia, pain, pelvic pain, pruritus, vaginal cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2017: physician have discussed that her heavy menstrual periods could be secondary to stopping the oral contraceptive pill. The pain may not necessarily be due to essure. (B)(6) 2018: removal details: finding: essure in proximal tubes. Normal tube ovaries and uterus diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: essure device seen in situ bilaterally; on (B)(6) 2017: anteverted uterus. Endometrium appears smooth and regular at 10.4mm thickness. No obvious adnexal mass; on (B)(6) 2018: both essure devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. The right side appears more embedded than the left. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: menorrhagia, abdominal distension, abdominal pain lower, arthralgia, vaginal cyst lot number: 50667567 manufacturing date: 2012-06 expiration date: 2015-06 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('the right side appears more embedded than the left') in a 49-year-old female patient who had essure (batch no. 50667567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included henoch shonlein purpura in 1977 and pain (more pain when lifting, wrist, elbow and shoulder normal). Previously administered products included for an unreported indication: combined oral contraceptive pill. In (B)(6) 2013, the patient experienced dysmenorrhoea ("periods w ere extremely painful"), menorrhagia ("periods w ere much heavier than previously") and fatigue ("fatigued all the time"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criterion medically significant), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), abdominal pain lower ("severe cramping / significant abdominal pains"), abdominal distension ("bloating"), abdominal discomfort (""rolling¿ feeling in her stomach"), abdominal pain ("sharp stabbing abdominal spasms"), vaginal haemorrhage ("excessive vaginal bleeding"), pain ("all over body aches"), vaginal cyst ("twitching/ fluttering cysts at vaginal opening"), iron deficiency anaemia ("anaemia") with iron deficiency and arthralgia ("joint pain especially in the hips") and was found to have weight increased ("weight gain"). The patient was treated with surgery (sub-total abdominal hysterectomy, right salpingectomy and partial left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, dysmenorrhoea, pruritus, abdominal pain, vaginal cyst, iron deficiency anaemia, fatigue and arthralgia outcome was unknown and the menorrhagia, abdominal pain lower, abdominal distension, abdominal discomfort, vaginal haemorrhage, pain and weight increased had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, embedded device, fatigue, iron deficiency anaemia, menorrhagia, pain, pelvic pain, pruritus, vaginal cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2017: physician have discussed that her heavy menstrual periods could be secondary to stopping the oral contraceptive pill. The pain may not necessarily be due to essure. (B)(6) 2018: removal details: finding: essure in proximal tubes. Normal tube ovaries and uterus diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: essure device seen in situ bilaterally; on (B)(6) 2017: anteverted uterus. Endometrium appears smooth and regular at 10.4mm thickness. No obvious adnexal mass; on (B)(6) 2018: both essure devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. The right side appears more embedded than the left. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: menorrhagia, abdominal distension, abdominal pain lower, arthralgia, vaginal cyst quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: information from duplicate case (B)(4) has been transferred to this case (retained), including reporters, outcome of abdominal pain lower, abdominal distention, pain, and menorrhagia updated to recovered, events added: iron deficiency, excessive vaginal bleeding, "rolling¿ feeling in her stomach, weight gain. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 08-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('the right side appears more embedded than the left') in a 49-year-old female patient who had essure (batch no. 50667567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included henoch shonlein purpura in 1977 and pain (more pain when lifting, wrist, elbow and shoulder normal). Previously administered products included for an unreported indication: combined oral contraceptive pill. In (B)(6) 2013, the patient experienced dysmenorrhoea ("periods w ere extremely painful"), heavy menstrual bleeding ("periods were much heavier than previously") and fatigue ("fatigued all the time"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), abdominal pain lower ("severe cramping / significant abdominal pains"), abdominal distension ("bloating"), abdominal discomfort (""rolling¿ feeling in her stomach"), abdominal pain ("sharp stabbing abdominal spasms"), vaginal haemorrhage ("excessive vaginal bleeding"), pain ("all over body aches"), vaginal cyst ("twitching/ fluttering cysts at vaginal opening"), iron deficiency anaemia ("anaemia") with iron deficiency, arthralgia ("joint pain especially in the hips") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (sub-total abdominal hysterectomy, right salpingectomy and partial left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, dysmenorrhoea, pruritus, abdominal pain, vaginal cyst, iron deficiency anaemia, fatigue, arthralgia and genital haemorrhage outcome was unknown and the heavy menstrual bleeding, abdominal pain lower, abdominal distension, abdominal discomfort, vaginal haemorrhage, pain and weight increased had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, iron deficiency anaemia, pain, pelvic pain, pruritus, vaginal cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2017: physician have discussed that her heavy menstrual periods could be secondary to stopping the oral contraceptive pill. The pain may not necessarily be due to essure. (B)(6) 2018: removal details: finding: essure in proximal tubes. Normal tube ovaries and uterus. Discrepancy noted regarding essure removal date ((B)(6) 2018 and (B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: essure device seen in situ bilaterally; on (B)(6) 2017: anteverted uterus. Endometrium appears smooth and regular at 10.4mm thickness. No obvious adnexal mass; on (B)(6) 2018: both essure devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. The right side appears more embedded than the left. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: menorrhagia, abdominal distension, abdominal pain lower, arthralgia, vaginal cyst. Lot number: 50667567, manufacturing date: 2012-06, and expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: the event "abnormal bleeding" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) and (B)(4)) on 03-oct-2018. The most recent information was received on 30-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / chronic pain;") and embedded device ("the right side appears more embedded than the left") in a 49 year-old female patient who had essure inserted (lot no. 50667567) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of heavy menstrual bleeding on 27-mar-2018, henoch shonlein purpura in 1977 and pain (more pain when lifting, wrist, elbow and shoulder normal). Previously administered products included: oral contraceptive nos. On 24-apr-2013, the patient had essure inserted. In april 2013 she experienced dysmenorrhoea ("periods w ere extremely painful"), heavy menstrual bleeding ("periods were much heavier than previously") and fatigue ("fatigued all the time"). On 13-aug-2018 she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed on 30-aug-2018. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), pruritus ("itching"), abdominal pain lower ("severe cramping / significant abdominal pains"), a first episode of abdominal distension ("bloating"), abdominal discomfort (""rolling¿ feeling in her stomach"), abdominal pain ("sharp stabbing abdominal spasms"), vaginal haemorrhage ("excessive vaginal bleeding"), iron deficiency anaemia ("anaemia"), iron deficiency ("iron deficiency"), genital haemorrhage ("abnormal bleeding"), menometrorrhagia ("irregular and heavy periods"), a second episode of abdominal distension ("bloating"), device intolerance ("inability to tolerate the device"), vaginal cyst ("twitching/ fluttering cysts at vaginal opening"), pain ("all over body aches"), arthralgia ("joint pain especially in the hips"), mental disorder ("psychological issues"), dyspepsia ("indigestion") and malaise ("feeling of malaise") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the heavy menstrual bleeding, abdominal pain lower, abdominal discomfort, vaginal haemorrhage, pain and weight increased had resolved. The outcomes for pelvic pain, embedded device, dysmenorrhoea, pruritus, abdominal pain, iron deficiency anaemia, genital haemorrhage, vaginal cyst, fatigue and arthralgia were unknown. The reporter considered abdominal discomfort, the first episode of abdominal distension, the second episode of abdominal distension, abdominal pain, abdominal pain lower, arthralgia, device intolerance, dysmenorrhoea, dyspepsia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, iron deficiency, iron deficiency anaemia, malaise, menometrorrhagia, mental disorder, pain, pelvic pain, pruritus, vaginal cyst, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: 05-jul-2017: physician have discussed that her heavy menstrual periods could be secondary to stopping the oral contraceptive pill. The pain may not necessarily be due to essure. 30-aug-2018: removal details: finding: essure in proximal tubes. Normal tube ovaries and uterus. Discrepancy noted regarding essure removal date (30-aug-2018 and 30-aug-2019). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 25-jul-2013: not reported [ultrasound scan] on 26-jul-2013: essure device seen in situ bilaterally; on 17-jul-2017: anteverted uterus. Endometrium appears smooth and regular at 10.4mm thickness. No obvious adnexal mass; on 13-aug-2018: both essure devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. The right side appears more embedded than the left concerning the injuries reported in this case, the following one/ones were described in patient's medical records: menorrhagia, abdominal distension, abdominal pain lower, arthralgia, vaginal cyst. Lot number: 50667567 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: mr received : reporters information patient medical history lab data, and events :heavy irregular periods , psychological disorder, device intolerance, feeling of malaise, indigestion, bloating, were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.